Event description:
No rao/lao or cran/caud movements.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was delayed due to the reported issue. There has been no harm or injury due to the reported problem. A philips service engineer inspected the system onsite and determined that oblique and cranial/caudal movements were not possible with the system. There was malfunction with the bist failure. Further it was noted that the tableside geometry controller's air logs were having communication issues. To resolve the issue fse reinstalled the software to the control box, but in the end the control box was replaced. The codes were updated based on the investigation outcome. Evaluation method code was corrected.